Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a severely calcified lesion in the lcx which exhibited 95% stenosis but the stent dislodged. Stent remained in mid lcx and patient underwent bypass surgery. No other clinical sequelae reported.

Manufacturer narrative:
Evaluation results and conclusions: (dislodgement). (Lesion morphology) - 95% stenosis and severe calcification. (No results available since no evaluation performed) - device or procedural images not provided for review. (B)(4).